Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received an alert for increased hv lead impedance, suspected to be due to ingrowth of tissue in the coil or encapsulation of the can. High, out of range pacing lead impedance was noted. Stable measurements after performing provocative tests. Patient was stable, and a follow-up was scheduled in three months.